Manufacturer narrative:
Image disks formatted and recreated; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that a disk full error prevented saving images during clinical use on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.